Event description:
It was reported that the patient experienced high impedance on one lead and abdominal stimulation on the other lead. Both leads were replaced for the patient to get better coverage. Excellent bilateral coverage was obtained intra-op. The patient recovered without sequela from or.

Manufacturer narrative:
Product ID silicone anchor lot# unknown implanted: explanted: product type accessory product ID silicone anchor lot# unknown implanted: explanted: product type accessory product ID 3778-60 lot# v376360036 implanted: 2010-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3778-60 lot# v384062013 implanted: 2010-(B)(6) explanted: 2012-(B)(6) product type lead product ID 37754 serial# (B)(4) product type recharger product ID 37744 serial# (B)(4) product type programmer, patient product ID 37743 serial# (B)(4) product type programmer, patient. (B)(4). Analysis of the first implantable lead model 3778-60 lot# unknown found the proximal end of the lead/connector was not completely seated in the implantable neurostimulator (ins) connector port. Analysis of the second implantable lead model 3778-60 lot# unknown found the proximal end of the lead/connector was not completely seated in the implantable neurostimulator (ins) connector port. Analysis of the first silicone anchor lot# unknown found no significant anomaly. Analysis of the second silicone anchor lot# unknown found no significant anomaly.